Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test, low battery alarm, drive support cap was rusty and experienced high blood glucose level. The patient¿s blood glucose level was 407 mg/dl. Troubleshooting was performed for failed battery test. Customer received failed battery test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined to troubleshoot for high readings. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and battery tube or battery getting hot due to shorted and burned component on electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify low battery, failed battery test and weak battery alarm due to blank display. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address number label and stained end cap sticker. Drive support disk was inspected and no anomaly was noted.